Event description:
The complaint is classified based upon info the pt/layperson gave to this sr medical affairs specialist on may 5, 2008. Initially, the pt alleged to a customer care advocate, cca, on approx two weeks earlier, that the battery in her one touch ultra died "because the screen was flickering on and off continuously." The cca replaced all products. The pt, who is wheelchair bound, does not recall the exact date approx three weeks prior to the same day call that the product allegedly malfunctioned or the later date that intervention took place. Despite a new battery, the meter allegedly would not turn on. For two weeks, the pt did not test her blood glucose; the pt reportedly tests six times a day. The pt denied using another meter during that timeframe. The pt, who takes 1,000 mg glucophage once a day based upon meter results, continued to take her glucophage. "I was very sick [during the two weeks of no testing]." On the unrecalled date, the pt was "very shaky". After eating a "spoonful of peanut butter" a friend drove her to the ER where her blood glucose was 36 mg/dl on the ER meter. The pt was given food, only, and sent home. "Lately, per her doctor's recommendation, the pt takes her glucophage as follows: 1/4 tablet when bg is 50-60%; 1/2 tablet when 100-150, 3/4 tablet when 175-200 and a whole tablet (1,000 mg) when over 200. Because the pt claimed she was unable to obtain an actionable result on her meter and then was treated for hypoglycemia by an hcp, this complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.